Manufacturer narrative:
The subject device was returned to sorc. Sorc checked the subject device and found the reported phenomenon. Then, the subject device was transferred from sorc to omsc, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair (air supply and water supply failure) at olympus service operation repair center (sorc), it was found that white foreign objects adhered to the inside the air/water nozzle and inside the air/water cylinder. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Then, the subject device was returned to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that there was white foreign objects inside the air/water nozzle as reported, and also found that as the result of a component analysis of the white foreign objects, the component of this foreign objects was silicon dioxide (such as silicon), which might have derived from defoamers or tap water. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (foreign objects adhering) and the origin of the subject foreign objects could not be conclusively determined. However, as a result of the investigation, omsc surmised that the reported phenomenon might have been caused by the accumulation of dried residues from defoamers or tap water due to the user's improper/insufficient reprocessing. If additional information is received, this report will be supplemented.